Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
Additional information was received stating a revision procedure was performed and the associated right ventricular lead was removed from service and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this device was emitting tones and a red alert had been generated due to a shock impedance measurement of 140 ohms. It was noted that the beeper for lead measurements was off. Therefore, the beeping was suspected to be due to battery voltage recovery. A download of the device data was performed and evaluated by a boston scientific engineer. The engineer confirmed the current battery phase was one year; however, the device did trip elective replacement indicator (eri) so the beeping was likely due to eri and then reverting back. No adverse patient effects were reported.